Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is 1 of 2 complaints reported for this issue. It is 1 of 2 complaints of this nature reported against the finished goods lot and the device history record (DHR) shows the product was released per specifications. No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to manufacturer's acceptance criteria. It is not known what caused the observed bubbles in the patient's eye during surgery. An exact root could not be determined as to why the infusion cannula fit loosely in the trocar cannula assembly could not be determined. The root cause of the customer's complaint is not known; a sample was not returned for this event. The claims of bubbles and difficulty clipping the infusion line could not be replicated. (B)(4).

Event description:
A surgeon reported bubbles in a patient's eye during surgery. The surgeon had difficulty in clipping the infusion line in order to insert the laser probe. The surgeon also noted the trocar was not stable and moved during surgery. The procedure was completed with no harm to the patient.